Manufacturer narrative:
(B)(4). The customer returned one, opened psi kit containing only a dilator for analysis. Small traces of what appears to be biological material were observed on the outside of the extrusion. Visual analysis revealed that the dilator tip was severely split and folded. Microscopic examination confirmed the damage and revealed white stress marks. The dilator length from the hub to the distal tip measured 7 1/16", which is within the specification limits of 6 5/8"-7 1/8" per the dilator product drawing. The dilator outer diameter measured 0.117", which is within the specification limits of 0.117"-0.120" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.051", which is within the specification limits of 0.051"-0.055" per the dilator extrusion product drawing. The inner diameter at the distal tip could not be accurately measured due to the severity of the damage. An attempt to pass a lab inventory guide wire through the distal tip was performed; however, the guide wire could not pass through the tip due to the damage. The guide wire was then inserted through the hub end of the dilator. Resistance was once again encountered at the tip. No other locations of a blockage were noted in any other portion of the extrusion. Performed per IFU statement, "thread tapered tip of dilator/sheath/valve assembly over guidewire. Sufficient guidewire length must remain exposed at hub end of device to maintain a firm grip on guidewire". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was split and folded. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user attempted to use the dilator, the tip was found frayed. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "when the user attempted to use the dilator, the tip was found frayed. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).